Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic therapy for the peritonitis event (medication, dosage, route, frequency, and duration not reported). Physioneal therapy was ongoing. Antibiotic therapy was reported to be ongoing. On an unreported date, the patient was discharged was discharged from the hospital. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.